Event description:
A ventilator was returned to a third-party service center for evaluation due to an allegation of a "service required" alarm condition. There was no harm or injury reported. During the evaluation of the device at the third-party service center, multiple service required alarms were observed in the device's downloaded event log. Although multiple components were replaced due to contamination, these alarms would not affect the device's ability to deliver therapy as designed. During the evaluation of the device at the third-party service center, a failure of the display screen was observed. The device's display screen was replaced to address the issue. The display screen was returned to the manufacturer's product investigation laboratory for further investigation. The technician confirms the display was unable to be viewed due to physical damage.